Event description:
It was reported the ipg was unable to communicate with the external devices. As a result the patient lost therapy. Surgical intervention may be pending to address this situation.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.